Event description:
It was reported that the clinician used the product on a patient and the patient came back complaining of pain and swelling at the site. The clinician removed the membrane and the patient healed adequately. The adverse events included swelling and an allergic reaction.